Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), was used for cardiac pacing. The patient vomited and simultaneously dropped heart rate (vagal response), whilst connected to the epg atrial and ventricle wires at a pacing backup rate of 80. Heart rate remained in the 40s, the epg was not pacing despite high output. The physician adjusted the settings, the pacemaker could not sense or capture. The user used another epg and instantly obtained sensitivity/capture with a much lower threshold. The user suspects that the initial epg was not working at all. The epg is expected to return for service. The patient suffered prolonged care as a result of this event no further patient complications have been reported.